Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving a sensor error message on the same day she applied the adc freestyle libre sensor. The customer further reported she experienced symptoms of seizure and a loss of consciousness. The customer was unable to self-treat and a non-hcp treated her with a glucagon injection. No further treatment information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a sensor error message on the same day she applied the adc freestyle libre sensor. The customer further reported she experienced symptoms of seizure and a loss of consciousness. The customer was unable to self-treat and a non-hcp treated her with a glucagon injection. No further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section g1 (contact office first name, contact office last name, contact office phone number and contact office email) have been updated. Sensor (B)(6) was returned and investigated. No physical damage observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in a sensor state 1 (indicating storage state). The sensor plug was visibly not properly seated in the mount, indicating improper assembly by the user. Therefore, the case is not confirmed to use error. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message on the same day she applied the adc freestyle libre sensor. The customer further reported she experienced symptoms of seizure and a loss of consciousness. The customer was unable to self-treat and a non-hcp treated her with a glucagon injection. No further treatment information was reported. There was no report of death or permanent injury associated with this event.